Event description:
It was reported the distal section of the pipeline was not fully opened during deployment. The device was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device has been evaluated and the pipeline no defect was found.(B)(4)